Event description:
I had my essure placed on (B)(6) and my doctor had to put one set in and remove them and then place another set. The first set broke off inside which she did not know and when she placed the second set it pierced through my fallopian tube and hit a fat pocket almost perforating my bowel.